Event description:
A malfunction alarm occurred, and the pump was identified as problematic. The customer declined to answer whether the issue caused blood glucose levels to exceed 500 mg/dl, leaving the impact unknown. The customer switched to multiple daily injections as a backup therapy and received instructions to put the pump into storage mode before returning it. Technical support confirmed the shipping address and arranged for the pump to be replaced, providing a pre-paid label for its return.